Event description:
A novasure endometrial ablation was completed on an "anteverted uterus" following some difficulty seating the novasure disposable device and one unsuccessful cavity integrity assessment (cia) test. Post ablation hysteroscopy "did not demonstrate a perforation and there was good distension". Additionally, "the ablation was uniform throughout the uterine cavity". Following this laparoscopy was done. An area of "blanched serosa approximately 2-3cm in diameters just lateral to the fundus on the right" was seen. Within this lesion was "evidence of perforation". Additionally, "lateral to the lesion was a smaller blanched area of serosa at the right cornua with a possible perforation within the center". No bowel injury was seen upon close inspection by the physician. The patient was discharged home but returned 48 hours later ((B)(4) 2011) with "acute abdominal pain". A computed tomography (CT) scan was negative. Her white blood cell count was normal and she had no fever. She was started on antibiotics (medication unknown) and observed for 2 days. She improved and was discharged home on (B)(6) 2011 in stable condition. On (B)(6) 2011 the physician reported she contacted the patient that day and she reported she is fine. She did not keep her follow-up appointment.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the disposable device nor the radio frequency controller are being returned therefore, a failure analysis of the novasure system can not be completed. Lot and serial number not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the lot and serial numbers were not provided by the complainant. According to the instruction for use (IFU) precautions: it has been reported in the literature that patients with a severely anteverted uterus are at greater risk for uterine wall perforation during any intrauterine manipulation. Reference internal complaint (B)(4).